Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Driveline infection is a potential event that may be associated with use of the product. The instructions for use (IFU) provides guidelines to reduce the occurrence and severity of infection. Those with compromised immune systems and/or treated with multiple antibiotics are more susceptible to these types of infections. Other contributing factors also include the patient's body type and nutritional status, placement, position and size of the vad, tension/ trauma to the driveline exit site, duration of time on vad support and his recent history of recurrent polymicrobial infections. The device remains implanted in the patient and is thus not available for evaluation. This complaint is associated with a clinical adverse event, no device malfunction was reported against (B)(4); therefore, the purpose of this investigation is solely to evaluate the device conformance to internal release requirements and/or to identify anomalies potentially introduced during use that may have prevented the device from performing as intended. Review of the manufacturing documentation and sterility certificate confirmed that the associated device met all requirements for release. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. A definitive root cause cannot be conclusively determined. Clinical factors that may have contributed to the patient's outcome can be multifactorial and may be attributed to medical treatment, progression of disease, the recurrent nature of driveline infection and the patient's related comorbidities. There are patient factors that may have contributed to this event. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received from the clinical database that a patient called the vad coordinator to report a fever of less than 100 degree and a driveline access exit site that was red and painful. The patient was unwilling to come to the clinic. A home care consult obtained a driveline culture with preliminary results that revealed staphylococcus aureus. The patient was started on keflex with was changed to bactrim when the final culture proved to be sensitive to that antibiotic. The patient underwent insertion of a peripherally-inserted central catheter on (B)(6) 2015 and was started on intravenous naficillin. No improvement in the driveline site was noted at this time. The patient was admitted to hospital on (B)(6) 2015 for a revision, irrigation and debridement of the site on (B)(6) 2015. The patient was discharged home on (B)(6) 2015. The event was reported to be a non-serious event and to have been resolved on (B)(6) 2015. The primary investigator reported that the event was related to the patient's condition and unrelated to the hvad system or procedure.